Event description:
It was reported that prior to use, one bd bbl¿ sabouraud dextrose agar (deep fill) plate was contaminated. The following information was provided by the initial reporter: microbial growth was identified on a plate. Pack was new and unopened.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use, one bd bbl¿ sabouraud dextrose agar (deep fill) plate was contaminated. The following information was provided by the initial reporter: microbial growth was identified on a plate. Pack was new and unopened.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221278, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1140584 was satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is. Tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and one other complaint has been taken on batch 1140584 for contamination. Retention samples from batch 1140584 were not available for inspection. One photo was received for investigation. The photo shows the bottom of a plate from batch 1140584 (time stamp 0714) with a microbial colony growing. No return samples were received for investigation. This complaint can be confirmed. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination. Risk management file review assessed the potential risk for the defect as severity 1 per baltrmppmgenpuraph, rev 02, ID 6.13. H3 other text : see h.10.